Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580 mg/dl. The customer was treated with syringes. Customer declined to troubleshoot for high readings. The customer was assisted with troubleshooting and display did not returned back. The customer was reported that the insulin pump was not turning on and contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. The customer reported that the insulin pump display did not returned after restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display anomaly.